Event description:
A physician reported a patient who was treated into the forehead lines on 25 may 1998. On 2 june 1998 the patient developed swelling, redness, and pruritus at the forehead treatment site. The physician diagnosed a hypersensitivity and prescribed a local corticoid creme and systemic prednisolone injection on 2 june 1998, both of which were prednisolone injection on 2 june 1998, both of which were effective. The cortoid treatment was transitory and very effective. However symtoms thereafter appeared again. The physician considered the symtoms product related.